Manufacturer narrative:
(B)(4). A sample is not available. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The root cause was determined to be animal damage. A label review was performed for the use error finding that there is a warning for patients to inspect tubing for damage. This review finds the labeling adequate for the use error in the event. A batch review was not performed as a lot number was not available. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient's caregiver (cg) contacted baxter's technical service center and stated the patient's cat bit the patient line while she was in drain 6/7. The cg stated the line started leaking and she went ahead and stopped therapy because she was not sure what to do next. The technical service representative (tsr) had the cg cycle the power on the homechoice (hc) machine to end therapy. The tsr assisted the cg to end therapy on the hc machine and advised the cg to contact the peritoneal dialysis (pd) nurse. Product surveillance contacted the nurse on (B)(4) 2011. The nurse stated she was aware of the event and the patient developed an infection and was currently being treated. The nurse also stated they have counseled the patient many times about the cat. The following additional information was obtained from the patient's pd nurse on (B)(4) 2011: the patient began on automated pd therapy with local (pd4) ambuflex and local (pd4) ultrabag on (B)(6) 2010. The patient was diagnosed with bacterial peritonitis on (B)(6) 2011 after his pd effluent was analyzed on the same day. However, the patient was not hospitalized and there was no exit site or tunnel infection associated with the peritonitis. The nurse indicated the cause of the peritonitis was likely the patient's cat chewing through the patient line and touch contamination. The nurse indicated the patient and his wife have been retrained on proper aseptic technique. The nurse also indicated the patient was treated with antibiotics, has recovered, and has been able to continue with pd therapy without further issues. No further information is available.